Event description:
It was reported that the patient was having difficulty charging the ipg due to ipg sitting at an angle under the skin. The patient underwent a revision procedure wherein the ipg was relocated to the lower back or waistline area. The patient was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.